Event description:
Customer called to report having an error alarm after the new batteries were inserted. The alarm was cleared and the unit was reset. Troubleshooting was performed. Pump tested ok. Also it was reported during the call that the customer was hospitalized with low bgs. The customer was ill due to bronchitis and was taking antibiotics. Device was not dropped, bumped, or exposed to moisture. A replacement pump was offered, but customer declined.